Event description:
A thoracentesis procedure was being performed by a cardio-thoracic surgeon. While performing the procedure, the needle was inserted into the pleural cavity and fluid withdrawn. The internal catheter was advanced and aspirated. It was felt to have a good deal of restriction on withdrawal of plastic catheter, and this unfortunately sheared off and was retained. Pt was taken to surgery for removal of the catheter piece.